Event description:
Ddv ligator, item # 1001, mfg by urology tech was received with a plain white tyvek peel pack - no name of item, no word "sterile", no MFR's name, no expiration date (item contains chromic suture). The co rep was called. He came to the hosp, affixed a label to the existing inventory and wrote the "sterile lot#" on the labels in pen.